Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the procedure the drill bit broke. All pieces were removed from the patient. A backup device was available to complete the procedure without delay. No patient impact was reported.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event. No further investigation is warranted at this time. A review of the device history record was performed which confirmed no inconsistencies.